Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in the xience prime everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2013 the 3.5x38 mm xience prime stent was implanted in the mid right coronary artery. On (B)(6) 2017 the patient had elevated troponin and a myocardial infarction. Medication was given and the patient was admitted to the hospital for ten days. The condition resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the patient had paroxysmal chest pain with the myocardial infarction. No additional information was provided.